Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas 8000 core unit, which did not correspond to the clinical status of the patient. The initial result was 99.9 ng/l. The repeat result was 99.9 ng/l. The result was sent to the doctor, who asked for other cardiac measurements, including myoglobin, nt-probnt, and ck. All results were negative. The next day, the same sample was repeated on a different cobas pro analyzer, resulting in 103 ng/l. The repeat result from a cobas e411 analyzer was 90.77 ng/l. Based on this, another sample was collected, and troponin I was measured in another laboratory. The result was within the reference ranges. No specific data was provided.

Manufacturer narrative:
The cobas 8000 core unit serial number was (B)(6). Sample material from the patient was requested for further investigation. The investigation is ongoing.

Manufacturer narrative:
Sample material from the patient was received for further investigation, and the presence of an igg interfering factor was confirmed. This interference is documented in product labeling for the assay: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. There was no malfunction of the device.